Event description:
It was reported that pump and catheter were removed approx 10 days post surgery due to infection. It was stated that the explant apparently happened several years ago but the reporter was only recently notified so further details are unavailable. The patient was currently receiving effective therapy via oral baclofen. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).